Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with a missing keypad overlay, a partially broken reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported having the insulin pump at the beach the day prior to the incident, but stated that it did not get wet. The customer reported that the casing around the keypad was peeling off. Blood glucose level at the time of the incident was 157 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.